Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, motor position encoder error and a loose motor support disk. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported motor error during priming. During troubleshooting the technician found the drive support disk was loose and found a motor position encoder error in the history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error, occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window. Drive support disk was inspected and no anomaly was noted.